Manufacturer narrative:
This 43-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 863571) inserted. The case describes the occurrence of abdominal pain lower ('right lower quadrant pain'). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2019, the subject experienced abdominal pain lower (seriousness criterion disability). Fallopian tube occlusion insert treatment was not changed. At the time of the report, the abdominal pain lower had not resolved. The investigator considered abdominal pain lower to be related to fallopian tube occlusion insert. The reporter commented: essure devices will be removed quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2020: no new information. Amendment: the report was also amended for the following reason: after internal review, the correct follow up receipt date is 10-jan-2020 instead of previously reported 30-dec-2019. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This 43-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" protocol: (B)(4). The subject patient ID: (B)(6) had fallopian tube occlusion insert (batch no. 863571) inserted. The case describes the occurrence of right lower quadrant pain ('right lower quadrant pain') and hypogastric pain ('hypogastric pain type contractions'). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2019, the subject experienced right lower quadrant pain (seriousness criterion disability) and hypogastric pain (seriousness criteria medically significant and intervention required). The subject was treated with surgery (essure removal via bilateral adnexectomy). Fallopian tube occlusion insert was removed on (B)(6) 2020. On (B)(6) 2020, the hypogastric pain had resolved. On (B)(6) 2020, the right lower quadrant pain had resolved. The investigator considered right lower quadrant pain and hypogastric pain to be related to fallopian tube occlusion insert. The reporter commented: investigator reported serious adverse event hypogastric pain (type contractions) and he considered to be possibly related to essure. The alternative explanation for the event 'hypogastric pain type contractions' is the intercurrent disease 'hypogastrium pain'. Device removed in other hospital. No more information available. Lot number: 863571, manufacture date: 2011-05, expiration date: 2014-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2021: the event 'right lower quadrant pain' had resolved on (B)(6) 2020. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This 43-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: 10049) had fallopian tube occlusion insert (batch no. 863571) inserted. The case describes the occurrence of abdominal pain lower ('right lower quadrant pain'). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In b)(6) 2019, the subject experienced abdominal pain lower (seriousness criterion disability). Fallopian tube occlusion insert treatment was not changed. At the time of the report, the abdominal pain lower had not resolved. The investigator considered abdominal pain lower to be related to fallopian tube occlusion insert. The reporter commented: essure devices will be removed quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-jan-2020: no new information. Amendment: the report was also amended for the following reason: after internal review, the correct follow up receipt date is 10-jan-2020 instead of previously reported 30-dec-2019. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This 43-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 863571) inserted. The case describes the occurrence of embedded device ('right lower quadrant'). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2019, the subject experienced embedded device (seriousness criterion disability). The subject was treated with surgery (essure devices will be removed). Fallopian tube occlusion insert treatment was ongoing at the time of the report. At the time of the report, the embedded device had not resolved. The investigator considered embedded device to be related to fallopian tube occlusion insert. Most recent follow-up information incorporated above includes: on 20-dec-2019: event as reported term was updated to "right lower quadrant". The devices haven`t been removed yet, it was clarified by investigator that they will be removed. The investigator also relates the event to essure devices. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This 43-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: 10049) had fallopian tube occlusion insert (batch no. 863571) inserted. The case describes the occurrence of abdominal pain lower ('right lower quadrant pain'). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2019, the subject experienced abdominal pain lower (seriousness criterion disability). Fallopian tube occlusion insert treatment was not changed. At the time of the report, the abdominal pain lower had not resolved. The investigator considered abdominal pain lower to be related to fallopian tube occlusion insert. The reporter commented: essure devices will be removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: updated quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This 43-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 863571) inserted. The case describes the occurrence of abdominal pain lower ('right lower quadrant pain'). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2019, the subject experienced abdominal pain lower (seriousness criterion disability). Fallopian tube occlusion insert treatment was not changed. At the time of the report, the abdominal pain lower had not resolved. The investigator considered abdominal pain lower to be related to fallopian tube occlusion insert. The reporter commented: essure devices will be removed quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: no new information. Amendment: the report was also amended for the following reason: after internal review, the correct follow up receipt date is (B)(6) 2020 instead of previously reported (B)(6) 2019. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This 43-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 863571) inserted. The case describes the occurrence of abdominal pain lower ('right lower quadrant pain'). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2019, the subject experienced abdominal pain lower (seriousness criterion disability). Fallopian tube occlusion insert treatment was not changed. At the time of the report, the abdominal pain lower had not resolved. The investigator considered abdominal pain lower to be related to fallopian tube occlusion insert. The reporter commented: essure devices will be removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-dec-2019: the event ¿right lower quadrant¿ was amended to ¿right lower quadrant pain¿ (previously coded ¿embedded device¿ changed to ¿abdominal pain lower¿). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This 43-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)had fallopian tube occlusion insert (batch no. 863571) inserted. The case describes the occurrence of right lower quadrant pain ('right lower quadrant pain') and hypogastric pain ('hypogastric pain type contractions'). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2019, the subject experienced right lower quadrant pain (seriousness criterion disability) and hypogastric pain (seriousness criteria medically significant and intervention required). The subject was treated with surgery (essure removal via bilateral adnexectomy). Fallopian tube occlusion insert was removed on (B)(6) 2020. On (B)(6) 2020, the hypogastric pain had resolved. At the time of the report, the right lower quadrant pain had not resolved. The investigator considered right lower quadrant pain and hypogastric pain to be related to fallopian tube occlusion insert. The reporter commented: investigator reported serious adverse event hypogastric pain (type contractions) and he considered to be possible related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2021: investigator provided the follow information: date explanted and hypogastric pain type contractions was added a new event. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This 43-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 863571) inserted. The case describes the occurrence of right lower quadrant pain ('right lower quadrant pain') and hypogastric pain ('hypogastric pain type contractions'). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2019, the subject experienced right lower quadrant pain (seriousness criterion disability) and hypogastric pain (seriousness criteria medically significant and intervention required). The subject was treated with surgery (essure removal via bilateral adnexectomy performed on (B)(6) 2020). Fallopian tube occlusion insert was removed on (B)(6) 2020. On (B)(6) 2020, the hypogastric pain had resolved. At the time of the report, the right lower quadrant pain had not resolved. The investigator considered right lower quadrant pain and hypogastric pain to be related to fallopian tube occlusion insert. The reporter commented: investigator reported serious adverse event hypogastric pain (type contractions) and he considered to be possibly related to essure. The alternative explanation for the event 'hypogastric pain type contractions' is the intercurrent disease 'hypogatrium pain'. Device removed in other hospital. No more information available. Lot number: 863571, manufacture date:2011-05, expiration date: 2014-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: investigator's comments were updated regarding the alternative explanation for the event 'hypogastric pain type contractions'. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This (B)(6) female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 863571) inserted. The case describes the occurrence of embedded device ('punctures in fio ("fio" understood as fallopian tube internal orifice)'). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2019, the subject experienced embedded device (seriousness criteria medically significant and intervention required). The subject was treated with surgery (essure removal). At the time of the report, the embedded device had not resolved. The relationship of embedded device to treatment with fallopian tube occlusion insert was not reported. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.